Event description:
It was rpeorted that metal shavings were released from the shaver blade into the joint space during use. This occurred during use in a lab and did not involve actual surgery. It was reported that all the metal shavings were not retrieved.